Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as ¿cassette manifold was torn¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.